Manufacturer narrative:
H3:no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact.  Repair request escalated to a product event due to reason for return.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. The repair request was escalated to a product event due to the return of the part in less than 90 days from the purchase or repair.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device was tested overheating and the temperature raise was measured to be 30.9 degrees fahrenheit. The likely cause of failure was due to internal corrosion. It was also noted that shaft was broken. Correction: updated the b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.